Event description:
It was reported that outside of surgery, during incoming inspection, there were wrinkles in the sealing area. There was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.